Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: did the scissored clip cause any damage to the cystic artery? --- no information if yes: please explain the damage. How was the damage repaired? --- na was the patients post-op or intra-op care changed? --- no if yes: please explain: na.

Event description:
It was reported that during a lap cholecystectomy, scissoring occurred on the way on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # = m93179. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, (B)(4) clips conforming were received in a petri dish with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) conforming clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The reported event could not be confirmed as no scissored clips were note during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.